Event description:
According to the reporter, during use, the red cap on the tracheostomy tube does not clip or screw onto the trach. Therefore, every time the patient coughs the red cap flies across the room. Had resorted to using super glue to keep the cap on. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: 6cn75h 7.5mm shil cuffed trach cann, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.